Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damage on the charge coupled device unit due to stress on the bending section, or the like. The event can be detected/prevented by following in the instructions for use: ¿operation manual: important information: please read before use: warnings and cautions: disappeared or frozen endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii bronchovideoscope displayed a scope communication error, had no picture and was fuzzy after being processed. There was no patient involvement and the issues did not impact the diagnostic or therapeutic outcome of the procedure. No patient injury or intervention was noted.

Manufacturer narrative:
Upon evaluation of the returned device, it was found that the bending section was dented and the image flickered. Additional faults found included: breakdown of the adhesive (a-rubber glue) and an electrical continuity error due to water invasion. The investigation is ongoing, and the root cause cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.